Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related anomalies. The investigation could not draw any conclusions regarding the reported event. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Legal claim with medical reports note that patient was revised due to pain, progressive loss of motion, and slight effusion in the left knee.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.